Event description:
Pt reported that there was a grinding noise when their pump primes, even though pump primes without hesitation. In addition, they sometimes receive the sound of alarms, and other times they do not.